Event description:
It was reported that the pt's device was only helping with his left leg, and it was not affecting his right leg, as it was unable to do preoperatively. He developed a superficial wound infection. His right flank and thoracic region incision sites were tender and had moderate amounts of edema and erythema without any discharge. There were several areas of small shallow incisional dehiscence. The tissue did not appear to be granulating underneath. Keflex and azithromycin dosepak were administered. The pt was prescribed for wound care evaluation to treat his incisions. The pt's incisions were healing well. There were no new neurologic deficits. An x-ray showed that the pt's device was appropriately positioned with no migration since insertion. The pt's device will be reprogrammed to capture stimulation for his right leg pain.

Manufacturer narrative:
.